Event description:
It was reported that during an implant attempt, due to patient anatomy, the lead¿s wire could not get through the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).